Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2009, patient underwent following procedure: 1. C3-t2 posterior spinal fusion with instrumentation and iliac bone graft. 2. C3-t2 cervical laminectomy. 3. Decompression of spinal cord for myelopathy. 4. Use of local bone graft; for a pre-op diagnosis of c3-c7 cervical myelopathy. Per-op notes: laminectomy and decompression was performed from c3 to 7, this was done to decompress spinal cord. Position of cervical spine was adjusted and rods were placed from c3 to t2 in bilateral fashion. Final tightening was performed. Fluoroscopic imaging showed adequate placement of hardware. No complications were reported during the procedure. It was reported that the patient experienced unspecified injuries due to rhbmp-2/acs.